Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 305211; batch number#: 3055156. It was reported by customer that the filter needle has residue "whitish material" at the base of the hub of the needle. They noticed this when they were going to prepare the injection. They set the medication aside and 2 boxes were affected and will not be using any kits with this lot number now.

Manufacturer narrative:
(B)(4) follow up. It was reported there is a whiteish material at the bottom of the needle hub. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with no packaging blister and an epoxy drip over on the needle hub. No other defects or imperfections were observed. This defect could occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305211, lot 3055156. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.